Event description:
It was reported that during an esophagectomy procedure, the tissue pad came off the device. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.